Event description:
Post cvl procedure - impella began to alarm that it had stopped. Impella rep at bedside, console changed and same alarm continued to occur. Unable to get impella motor to start. Problem with the actual impella inside patient body. Impella was removed by physician. Rep took equipment with her to test.